Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact on the customer's blood glucose level. The customer acknowledged the steps and opted to load a new cartridge themselves, planning to contact support again only if further issues arose.